Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery during prime. The customer stated that he has changed the set and alarm is reoccurring. Blood glucose value is unknown. Customer declined troubleshooting and stated that he would call the company representative in his area and will call back if further assistance is needed.